Manufacturer narrative:
Evaluation: still under investigation.

Event description:
In 2007, a male patient underwent aaa repair. One flex main body and two iliac leg grafts were placed. According to the final angiogram, the procedure was successful. However, the patient was having leg pain, so, the physician thought that an iliac leg graft might have occluded. A post-op CT scan illustrated an area of concern in the main body portion of the graft. Circumferential thrombus had accumulated inside the main body graft. When contrast was injected through the main body graft, it began to take the shape of a funnel or tornado when moving distally through the graft and thrombus. Proximally, in the first stent, the contrast passed through accordingly, but as it moved distally from the second stent down to the flow divider, the lumen became increasingly narrowed by the thrombus. There was approximately 1 cm of thrombus circumferentially through the distal segment of the main body. A patent lumen was evident; however, it was compromised by the large amount of thrombus. The physician thought a kink in the left iliac leg graft might be causing the thrombus to accumulate inside the graft due to poor outflow. An angiogram was conducted in the or the next month, to assess the situation further and intervene as necessary. After several angiograms, the physician concluded that there was no limb kink as originally suspected. The angiogram illustrated equal flow to both common iliacs and at equal rates. The physician confirmed the patency of the sfa/profunda region all the way down to the patient's foot. The physician also called his partnering physician in a for a second opinion and both concurred that there was no limb kink. Both physicians believe that the outflow from the graft distally is too narrow for a 36mm diameter graft and therefore, the blood flow is backing up inside the graft. The patient was discharged from the hospital, discontinued heparin and switched to coumadin with follow-up accordingly. The patient no longer has pain in his leg.